Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station kept rebooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to boot properly, becoming stuck at 7% during a windows update. A field service engineer (fse) reimaged the station to resolve the issue caused by windows attempting to install updates. After the reimage, the customer successfully logged in and verified patient data. The system functioned as intended after the field service engineer troubleshot the device.